Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms or no delivery alarms noted during testing. The motor was tested outside of the unit and passed. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the insulin pump is not delivering the full amount of insulin. Customer's blood glucose level at the time 460mg/dl. Current blood glucose level 280mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.